Event description:
Customer reported that when the alarm is set to voice and tone only the tone is heard. Batteries have been replaced with a new supply. No visible damage to the unit was reported. No pt incident or injury was reported and the customer did not provide a date when this was discovered.

Manufacturer narrative:
Eval results: - eval of the returned unit confirmed the reported issue. When the alarm is set to voice only or voice and tone modes, there is no sound. Alarm only sounds when set to tone only and passes functional tests. Note: instructions for use state: disconnecting the sensor from the alarm will cause the alarm to activate. This is called a "failsafe" mode. Disconnect the sensor to make sure the failsafe mode works. Do not use the alarm if the alarm does not sound when the sensor is disconnected.(B)(4).